Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported they attempted to sync their programmer to their ins to place themselves in MRI mode today for an MRI and "reposition antenna" displayed. Pt was unable to sync their programmer to their ins. Pt commented that they never use their programmer and only use their recharger to charge their ins. Pt also mentioned that they recently moved from mo and the MRI facilities in mo would always just have pt turn off stimulation, never place their ins in MRI mode. Pt said they now moved to fl and the MRI facility requested that pt put their ins in MRI mode. Pt was unable to have their MRI today due to being unable to put their devices in MRI mode. Pt mentioned that since they couldn't have their MRI today, they have to have it done by next week. Pt commented that their programmers have new batteries in them. Pt confirmed they last charged their ins a couple days ago and they are able to feel stimulation. Patient services (ps) instructed pt to detach the programmer antenna and attempt to sync. Pt confirmed "reposition antenna" continued to display. Since pt has two active scs devices, pt stated they have also attempted to sync the programmers to the opposite ins and was still unable to sync. The issue was not resolved. A replacement programmer was sent out to the patient. No symptoms were reported.  Additional information was received from a patient (pt). Pt called back today stating they cannot recharge their implant now and reviewed the other agent they spoke to is shipping a remote overnight. Patient services (pss) reviewed and went through the charging system. Pt was seeing reposition antenna screen and after doing a al was seeing por. Pss walked through how to bypass and reviewed will need to clear por message once they are shipped the remote tomorrow . Pss walked pt through steps. Additional information was received from a patient (pt). Patient called stated they do not understand why they are not able to haven an MRI because they had MRI last year in kansas. Patient stated they are getting codes when they activate MRI mode for both of their implants. For the ins: left chest implant code - 04301011010, and lower left back implant code - 06306011010. Patient services (ps) consulted with the technical services (tss) and reviewed the meaning of the codes for each device. Ps reviewed based on codes the lead and ins location / placement in the body is not recommended to have an MRI.